Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to monitor the pump. The customer was advised that we will ship a replacement battery cap.